Event description:
Complainant alleged that during functional testing, this set of electrodes was not recognized when attached to the associated defibrillator. Complainant indicated that there was no patient involvement in the reported malfunction.